Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was returned for investigation. Thermocouple 2 no longer met specifications during temperature testing and also displayed intermittent temperature values. The electrical connector was disassembled, and dried saline crystals were observed within the connector. Additional testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline crystals observed in the electrical connector and thermocouple 2 no longer meeting specifications during temperature testing and the intermittent temperature values displayed.

Event description:
This report is to advise of a leak observed during analysis, confirming the reported contact force issue.